Event description:
It was reported that the vascular azur plug was used in a radial approach splenic artery bleed embolization. The vessel measured just over 6mm and the physician decided to place an 8mm azur plug through a microcatheter. The placement went well, but after a few shots, the plug migrated distally. The 8mm plus embolized safely and remained in the patient. The physician then decided to go with a larger 10mm plug and during preparation outside of the body, the 10mm plug unintentionally detached rendering it unusable. The physician then attempted to place multiple embolization coils (x6) but the coils would not advance through entire microcatheter. A new microcatheter was replaced and the case was finished successfully with competitor coils. There was no report of harm to the patient.

Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.